Event description:
A health care professional reported that the small bubbles entering the eye during irrigation/aspiration (ia) step of intraocular lens implantation surgery. The surgery details and patient impact details were unknown. Additional information was requested and none received till date. This report pertains to cassette involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.